Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 149mg/dl. Troubleshoot was conducted, and the drive support cap was noted to be protruded. The customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. The insulin pump was unable to perform basic occlusion, prime, and the excessive no delivery test due to prime alarm. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.